Event description:
Physician observed shield did not dissolve after 24 hrs and it folded over itself, became hard and abraided the corneal. This event resolved after 3 days and was treated with pressures patching. He reports he routinely soaks the shield in ancef and solumedrol.